Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h11. Correction: b5. B5: remove reference to "patient". Device is used in pharmacy operations. H4: the lot was manufactured between march 27, 2023 and march 28, 2023. H11: the actual device in an unopened package and photos of the device were received for evaluation. Visual inspection of the actual sample and photos noted a piece of cardboard embedded in the packaging. The reported condition was verified. The cause of the condition could not be determined; however, is most likely related to variations of the manufacturing process which is resulted in some particulate contamination to be embedded in the packaging of the valve set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was foreign matter contamination on the tubing of an exactamix 2400 valve set. The foreign matter was described as, ¿a cardboard piece attached to the tube¿. This was noticed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.